Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported failure to advance, stent dislodgement and difficulty to remove appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion in the common iliac artery. The 8.0mmx59mmx135cm omnilink elite over the wire (otw) balloon expandable stent system was introduced into the anatomy without an introducer sheath. The omnilink elite stent system failed to cross due to the anatomy. Resistance was felt with the anatomy during removal of the device and the stent dislodged at the access site, the stent was able to be removed by hand. A 6f sheath was advanced and another omnilink elite stent was implanted to successfully complete the procedure. There was no adverse patient effect. There was no reported clinically significant delay in the procedure.